Event description:
The dental implant fx6008swc was removed on (B)(6) 2020 due to failure to osseointegrate 6 months and 3 days after implantation. The patient has history of tobacco use, drug abuse, hypertension, and diabetes. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.